Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Review of the transmission indicated that the patient's right ventricular (rv) lead exhibited a drop in pacing impedance, an increase in defibrillation impedance, and decreased sensing measurements. It was noted that the patient had been twiddling with their lead resulting in dislodgement. In a follow up in clinic, fluoroscopy confirmed dislodgement of the rv lead. The lead was explanted and replaced and the patient was stable throughout the event.